Manufacturer narrative:
(B)(4)

Event description:
It was reported that an over-infusion occurred during a medication change in the patient's pump. The patient became unconscious and was taken to the emergency room. The patient is now stable. There was no pump malfunction reported.